Event description:
Customer reported via phone, he was having issues with the insulin pump. The device had alarmed a few times motor error and it was making a grinding sound when it rewinds. Customer's blood glucose was 162 mg/dl. Troubleshooting was reported and it was found the drive support cap was normal. The device wasn't exposed to a high magnetic field or an MRI. The alarm occurred during rewind. Displacement test and self-test were performed and the device passed both test. During call the company representative was able to hear the grinding noise when the device rewound. Customer was advised to discontinue use of the device and the device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and rewind test. The device alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor. Grinding noise on the motor was note during rewind due to faulty motor assembly. During visual inspection, moisture damage was noted on the motor assembly. The device had cracked case at the lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and broken belt clip slot.